Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the "results were missing" from the onetouch ultra meter. The medical affairs specialist (mas) was able to correspond with the pt by telephone on august 20, 2008, but the pt was not willing to give more info regarding her symptoms. The mas classified the complaint based on the customer care advocate's (cca) documentation. The pt tests her blood glucose 6 to 8 times a day. The pt manages her diabetes via insulin pump. The pt stated that the alleged issue began on original date at an unknown time. During that time, the pt noticed that the meter was reportedly not giving any blood glucose results. On the same day at an unknown time, after the reported issue, she reportedly experienced symptoms of "excessive thirstiness and weakness." The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the cca verified that this was not a new product and there was no misuse of the product. The reported issue was not resolved through the troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.